Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatches 2210968-2012-02332, 2210968-2012-02333, and 2210968-2012-02334. The same patient is represented in each medwatch.

Manufacturer narrative:
Additional information was received that indicates this event does not meet malfunction reportability criteria. This event is therefore, not reportable.

Event description:
It was reported that a patient underwent a laparoscopic appendectomy on (B)(6) 2012 and suture was used. Prior to use on the patient it was noted that the suture was broken. Additional information has been requested.